Event description:
On (B)(6) 2013, customer claims that he had been using oral-b spinbrush and was told by dentist to switch to sonicare product. Consumer states that after switching to sonicare product they started experiencing discomfort in teeth. Customer also stated that his tooth broke in half.

Manufacturer narrative:
On (B)(6) 2013, customer stated they have been using sonicare toothbrush for three weeks. Consumer stated that during the time of use the customer noticed that his tooth had become sensitive to cold and then later, he started having pain when trying to chew products. Customer also stated that his tooth broke in half, but it was not while using the sonicare toothbrush. Customer did have to get a root canal and have a crown placed on tooth. Customer claims that there were advised by dentist to continue use of the sonicare toothbrush. Consumer states that their dentist still stands by the product and believes it is a good product. Customer is going to continue use of the sonicare toothbrush. Customer is seeking compensation for dental bills incurred while using the sonicare toothbrush. Customer states that they will be mailing in dental bills to show charges. Requested that the unit be returned for eval. On (B)(4) 2013, request for dental info in relation to this claimed incident was sent to the consumer.